Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Could you please provide more details for "cartridges misfired" ¿ hcp has loaded cartridge and while firing, it couldn¿t fired fully. 2. Did the device staple? - half staple. 3. If the device stapled, was the staple line complete? - half staple. 4. If the device stapled, what was the shape of the staples?- malformation of staple. 5. Did the device cut? - not fully. 6. If the device cut, was the cut line complete? - partially cut. 7. Were the cut line and staple lines equal? - no. 8. Was the device fired across a staple line? - no partially. 9. Did the reload lock out and would not work? - yes. 10. Did the reload begin to staple and cut, but then jammed? - yes but another cartridge loaded, it was fired successfully. 11. Did the device staple, but there was no cut line? - partially cut. 12. How was the procedure completed? ¿ with usage of other cartridges. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the cartridge misfired. The procedure was delayed by 20-minutes. No fragments were generated. The doctor used another cartridge to complete the surgery successfully. There were no patient consequences or changes to the post-operative care of the patient.

Manufacturer narrative:
(B)(4). Date sent: 09/20/2022 d4: batch # 310a48 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one tcr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.